Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A fracture was noted in the total parenteral nutrition line. The fracture was repaired with the tpn kit. After the repair, the line functioned without issue.